Event description:
It was reported that balloon rupture occurred. An 8.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation into the superficial femoral artery. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.